Manufacturer narrative:
The device was returned for evaluation. The device history record revealed that the device was manufactured in q4 of 1996 and has exceeded its expected life of 7 years. The unit received is over 20 years old and repair no longer carries parts to do preventative maintenance.

Event description:
A neurosurgical coordinator reported that an incident had occurred involving the a1059 mayfield modified skull clamp. Additional information received on 01oct2018 indicating that a male patient¿s head was placed on the head holder, rolled to prone position and then connected to the bed. The patient was in final position when the clamp lock rotated, causing the patient¿s head to shift in the clamp. The movement caused the skull pin to lacerate the patient. There was approximately 30 minutes delay in surgery due to the product problem. It was reported that a revision or medical intervention was required. The date of the event was not specified.